Event description:
It was reported on (B)(6) 2026 the patient experienced a drop in oxygen saturation and could not be suctioned endotracheally. The lower part of the cannula had torn, and the ends had curled inward. This blocked the suction path. A bronchoscopy was performed, the cannula was replaced, and ventilation resumed without issues.

Manufacturer narrative:
According to the complaint description the patient experienced a drop in oxygen saturation and could not be suctioned endotracheally. The lower part of the inner cannula had torn, and the ends had curled inward. This blocked the suction path. Detected after 1 week of use & regularly cleaning. The defect could be verified at the received sample: the inner cannula tip is dented inward by half (without a crack) and the outer rim shows little notches. It seems as if the tip of the inner cannula was pressed against a punctual resistance with force. Therefore, as the defect was detected after one week of use with regular cleaning and not in the beginning, it can be assumed that a handling at user's side led to the defect. Nevertheless, the cause cannot be conclusively determined as no batch record and production data review is possible due to the missing lot.